Event description:
Additional information was received that the device was resolved by reprogramming.

Event description:
It was reported that loss of capture due to high thresholds was observed on the left ventricular (lv) lead. No known intervention has been performed at this time. The patient was stable.